Manufacturer narrative:
Section a: patient was a 71 year old male, 162-164cm tall, weighing 82 kg. Additional case history: (B)(6) 2019 (initial surgery): the opening pressure at the time of initial surgery was 15 cmh2o. Since this initial surgery, the ventricular size did not improve. (B)(6) 2019: the opening pressure of the valve was adjusted to 13 cmh2o. (B)(6) 2019: the opening pressure of the valve was again readjusted- down to 10 cmh2o. (B)(6) 2019: the patient showed improvement and was discharged from the hospital. At the beginning of (B)(6), however, he was hospitalized again due to a cerebral infarction. (B)(6) 2019: the opening pressure was adjusted to 8 cmh2o. (B)(6) 2019: contrast medium injection was performed to check the opacity of the shunt. The contrast medium was seen "to run down to" the distal end. There was no evidence of any blockage of the entire shunt system at that time. (B)(6) 2019: the opening pressure of the valve was readjusted to 6 cmh2o. The patient ran a fever of 39c and had abdominal pain. No inflammatory reaction was observed. (B)(6) 2019: the opening pressure of the valve was readjusted to 4 cmh2o. (B)(6) 2019: shunt revision surgery performed. No associated patient complications are reported. No followup patient condition information is available. Investigation is on-going. Additional information and/or product investigational results will be provided in a supplemental report.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report. Only product code available at time of this report (ie: no lot or serial number provided). Exact implant and explant dates not provided at initial report.

Event description:
It was reported that a under-drainage occurred with the progav valve. As a result, the shunt system was explanted. It was reported that this shunt system was implanted in (B)(6) 2019- exact date not provided. Follow up showed that the ventricles remained enlarged. ("Was not shrunk right") the surgeon tried to lower the pressure slowly in order to "shrink" the brain ventricles. The patient was subsequently transferred to a rehab facility in (B)(6). However, due to a subsequent cerebral infection, the patient was again hospitalized in (B)(6). As the size of the ventricles had not improved, the surgeon lowered the set pressure on (B)(6). A contrast imaging study on (B)(6) showed improvement of the ventricle size and diffusion was visible. Despite these findings, the patient's symptoms did not improve. It was noted that the patient had basically been in a recumbent position. On (B)(6), the patient had a stomachache and a fever as high as 39c. Meningitis was ruled out, but perirectal inflammation was confirmed. The surgeon had lowered the set pressure 6cm on (B)(6) and 4cm on (B)(6). As there was no improvement in the patient's symptoms or the under drainage condition, the shunt system was explanted. Explant date not provided. No further details are provided-but have been requested. There were no associated patient complications reported.